Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient developed an infection at the lower back incision site. Symptoms of bleeding and pus were noted at the site. The physician believed that the infection was caused by a non-device related procedure. The patient was placed on intravenous (IV) antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were retained by the medical facility.